Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 40 mg/dl despite a blood glucose of 138 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned for analysis.